Event description:
The report stated that during a cystectomy, the white plastic handle of the ligasure max handpiece broke. The surgical team is not sure if they retrieved all the pieces as some were quite small. They then stopped using this device.

Manufacturer narrative:
The incident handpiece, plus 2 other handpieces from the same lot, have been received and are under eval. A supplemental report will be filed when the eval is completed.